Event description:
Additional information received indicated that the iol was sent for fungal culture that was negative. She believed the iol was in container from the lab. The patient is doing well.

Manufacturer narrative:
The product investigation could not identify a root cause. The lens was not returned for evaluation. Only an empty lens case was returned. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product sample was received at the manufacturing site. The investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported an abnormality embedded in the intraocular lens (iol) noticed after insertion in the patient's eye. The iol was replaced with an alternate lens and the procedure was completed. The surgeon reported "some corneal edema".